Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient plans to undergo surgical intervention, exact reason unknown at this time.

Event description:
Follow up information received that the issue has been resolved with a software update. The patient did not go to surgery.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017.